Event description:
It was reported a 25mm navitor valve was chosen for implant on (B)(6) 2022. Post implant, antithrombotic drugs were ordered and taken according to the guidelines. Roughly three to five days after the procedure, the patient underwent a computed tomography (CT) scan that revealed the patient had developed thrombus. The patient was ordered on warfarin and there has been no problems since. No additional information was provided.

Manufacturer narrative:
An event of thrombus being found on the valve 3-5 days after valve implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
An event of thrombus being found on the valve 3-5 days after valve implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that thrombosis had adhered to all three leaflets. No additional information was provided.